Manufacturer narrative:
Concomitant medical products: product ID: 5867-3m adaptor and ddmb1d4 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high impedance on the pacing and the high voltage coil. The lead was programmed off and remains in the patient. No patient complications have been reported as a result of this event.